Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. As a corrective action, a replacement pump was arranged by technical support, and the customer planned to use manual daily injections as a backup insulin therapy.